Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation (B)(6) general hospital (taiwan) informed cook that on (B)(6)2021 the wire in a cook spectrum central venous catheter sets and trays triple lumen -minocycline+rifampin impregnated (rpn: (B)(6); lot #13936421) had unraveled. No difficulty was noted when advancing the wire guide. When the physician advanced the dilator, the wire kinked. It was noted the tip of dilator was deformed. The doctor cut the wire and removed device. Another company's catheter was used to complete procedure. It was reported that the patient did not experience any adverse effects due to this occurrence. A review of the complaint history, device history record, instructions for use (IFU), quality control procedures, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. One used .032¿ wire guide was returned to cook. The separation and unraveling of the wire occurred at approximately 22.8cm from the proximal end. Two kinks were noted, one 19cm from the proximal end and the other 24.2cm from the apex curve on distal end. The wire guide measured to specification. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for lot 13936421 and its subassembly lots records no relevant non-conformances. A database search for complaints on the reported lot found one additional complaint reported from the field. It is to be noted that the complaint is from the same event but is not the same failure. The distal end of dilator was deformed and does not relate to the failure of wire unraveled. Cook concluded that no nonconforming product form this lot exists in house or in the field. There is no indication the device was manufactured out of specification. Cook also reviewed product labeling. The product IFU, [c_t_ctulmabrm_rev7] ¿cook spectrum central venous catheter minocycline/rifampin antibiotic impregnated power injectable,¿ provides the following information to the user related to the reported failure mode: instructions for use: ¿4. Slide safe-t-j wire guide straightener (positioned on distal tip of wire guide) over ¿j¿ potion of wire guide. Pass straightened wire guide through needle; advance wire guide 5-10 cm into vessel. If straight wire is used, always advance soft, flexible end through needle hub and into vessel. If resistance is encountered during wire guide insertion, do not force wire guide. Withdrawal of wire guide through needle should be avoided; breakage may result.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, it was determined the cause of this event is related to component failure. The customer states the issue occurred after attempting to advance the dilator. The dilator tip was found to be deformed after removing it from the wire. It is possible that the dilator was damaged before the attempt to insert over the wire guide. It¿s also possible that the patient¿s anatomy contributed to the failure, but cook is unable to confirm either of these. There is no evidence of manufacturing deficiencies. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Brand name: cook spectrum minocycline/ rifampin impregnated triple lumen central venous catheter set. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter set unraveled. The operator selected to access the subclavian vein due to the patient's condition. During the procedure, the j-curve end of the wire guide was advanced into the patient without difficulty. After placing the wire guide, the physician attempted to advance the dilator over the wire; however, resistance was encountered and the wire guide kinked. The dilator was then removed and it was noted that the distal end of the dilator was deformed. Then the central venous catheter (cvc) was placed but resistance was encountered when attempting to remove the wire guide. The wire guide was cut with scissors and the user removed the device in its entirety from the patient. Unraveling of the wire guide was observed. The procedure was completed with a new, competitor's device. It was noted that defect to the dilator was not discovered prior to placement. The wire guide was not manipulated through a needle. Unraveling of the wire guide was observed prior to cutting the wire. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.